Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -16.00. Method: lens work order search. Results: a lens work order search revealed there were no similar complaints within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2, -16.00 diopter implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. Refractive surprise was noted on (B)(6) 2015. The icl was explanted on (B)(6) 2015 and exchanged for a similar lens model with different diopter size. This resolved the problem. Post-op visit on (B)(6) 2015, ucva was 20/20.

Manufacturer narrative:
(B)(4). Device evaluation: the lens was returned dry in the case/vial; surgical residue was cleared; visual inspection found no damage; lens measurement was within specification. Result (lens measured within specification). Conclusion (lens measured within specification). (B)(4).